Manufacturer narrative:
E1 - initial reporter address 2: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer ordered 21-2120-0105-14l pump kit, cadd-solis vip, mdl 2120, swedish, pharmguard, (B)(4)/ea, but received 21-2111-0402-14l pump kit, cadd-solis, mdl 2110, v4.2, swedish, (B)(4)/ea (pib). Serial numbers are registered as vip in installbase. Photo of the device has been provided. There was no patient involvement.

Manufacturer narrative:
D3, d4: correction d9: 21-feb-2025. H3: the device was returned for analysis, and visual inspection confirmed the customer reported issue. The customer received the correct pump (cadd solis vip) but the wrong software version and wrong rear label were installed. The device was supposed to have a cadd solis vip label, but there is a cadd solis v4 label on it. The correct software version will be installed, and the label will be corrected.